Event description:
It was reported that during a pulsed field ablation procedure, there were steering/deflection issues with the catheter. During the procedure, one episode of profound bradycardia was observed following the first application to the left superior pulmonary vein (lspv); the bradycardia was temporary, and intrinsic conduction returned spontaneously after several seconds. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012702691 and the patient data files were returned and analyzed. No error messages were observed in the data files. Preliminary inspection showed the catheter appeared intact without any visible issues. The slide function was stuck, and the capture device was not returned with the returned catheter. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control function was stiff despite softening of the guidewire lumen. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions; however, the slide control mechanism was stiff, limiting its full range of motion. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. X-ray imaging revealed that there were entangled wires in the shaft near the dual lumen region. In conclusion, the cath eter did not pass the returned product inspection due to entangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.